Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware via social media that post-aquablation therapy, the patient experienced urinary stricture, urinary tract infection, and incontinence. It is unknown what type of action was taken to address all reported symptoms. No malfunction of the aquabeam robotic system was reported.

Manufacturer narrative:
The investigation of this event consisted of a review of the instructions for use (IFU). No other information was made available to procept on this event. A review of the device history record (DHR) is unable to be conducted as the serial number of the aquabeam robotic system is unknown. The aquabeam robotic system's instructions for use (IFU) ifu0101-00, rev. E, was reviewed. 4.3 warnings: procedure: as with any surgical urologic procedure, potential perioperative risks of the aquablation procedure include: incontinence or overactive bladder, infection, urethral damage causing false passage or stricture. A root cause for the reported event could not be determined. The aquabeam robotic system's IFU lists urethral damage causing false passage or stricture, infection, and incontinence or overactive bladder as a potential risk of aquablation therapy. Based on the information, plus a review of the IFU, the event is considered not to be device related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.